Event description:
The customer reported a loss of x-ray functionality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface pcb and fluoroscopic functions pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.